Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, this patient's surgery was initially done out of state approx. 3 years ago. Exact date unknown. The plan was to stage for revision with repair of medial mal fracture and removal of the inbone and CT for revision with invision. It was discovered at time of removal cultures came back positive. All implants were then removed . Patient will move forward with revision when infection cleared.